Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed that keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother reported that the arrow keys and ok button were not activating pump functions when pressed. She said the pump was not locked. The battery was changed and the pump could not move past the "verify" screen due to the issue. There was no reported patient impact associated with this complaint.